Event description:
Catheter tray with t-tube extender inserted 10/7/94. Tpn solution being administered at 3.5 cc/hr on 10/17/94. Crack noted in proximal end of t-tube extender included in catheter tray. Bed wet with solution. Event discovered at 0500 on 17/17/94. On 10/16/94 at 2100 blood glucose was 42. On 10/17/94 at 0600 blood glucose was 256. Insulin increased from 0.5 cc/hr to 1 cc/hr. No known adverse effects at this time. Neither kit labelling nor enclosed product information/instructions reference t-tube extender as part of tray or its use. Also, there is no indication that the product is intended for single use/disposable.